Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the central processing unit was defective. No resolution for this reported complaint, the quote for the replacement of the central processing unit has not been accepted by the hospital.

Event description:
The hospital reported the unit would not switch on with a continuous audible alarm during pre-use checkout. There was no report of patient involvement.